Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "unit dispense higher volume than normal rate" was reproduced. The device was tested for flow accuracy and it failed with an error of percentage of 5.085%. Evaluation performed flow testing and the device passed the test. The event history log was reviewed 23-mar-2026. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was pressure plate setup. The pressure plate and m2/m3 springs will be replaced to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device dispensing a higher volume than the normal rate (over infused). No additional information is available.